Event description:
The customer reported that she was hospitalized due to low blood glucose levels. The customer stated that she was in a diabetic coma at the time of admission. The customer stated that her doctor requested troubleshooting in person. The local representative was contacted, and the insulin pump was looked at. However, the customer did not give details about the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.